Event description:
The physician reports the patient experienced a minus 9 diopter after implant of the intraocular lens. Iol remains implanted.

Manufacturer narrative:
The complaint device has not been received for analysis. Product history records indicate the product met release criteria. There have been no other complaints received for this lot number. Root cause of this event is undeterminable at this time.